Manufacturer narrative:
A lead fracture was reported to abbott. It was determined the lead showed high impedance. Lead fracture was visually confirmed. The patient is receiving effective therapy with the other lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000092355 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the leads was exhibiting high impedances on all contacts 1-8. Lead fracture was visually confirmed. Patient is receiving effective therapy with the other lead. Surgical intervention may be undertaken to address this issue.